Event description:
It was reported that the customer had a motor error alarm and a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 269 mg/dl at the time of the incident. Customer's blood glucose level was 420 mg/dl. Pump is only a few months old. Customer was trying to fill the tubing. Customer stated that the motor error alarm occurred during the prime sequence. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor passed the motor test. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.